Event description:
The complainant reported that a male patient had CT scan of the chest performed in the facility's diagnostic imaging department. The procedure was performed with and without contrast. During the procedure, the patient's vaxcel PICC line was being flushed, when the patient reported hearing a "loud pop." Upon the patient's return to the nursing unit, the nurse was able to flush the red lumen, but when the nurse flushed the blue lumen, the fluid leaked from the site. A cool raised area was also noted at the insertion site. The line continued to leak, and was then removed per the physician's order. The complainant reported that there was no adverse outcome to the patient as a result of the reported malfunction. Additional event and patient information has been requested from the complainant, as of this date no response has been received. Please reference the attached user medwatch report.

Manufacturer narrative:
The device has not yet been received by this manufacturer for evaluation; consequently, a physical evaluation has not been performed. Boston scientific has requested that the complainant return device for evaluation. At this time, we are unable to determine if the device met specification. A review of the device history records was performed and no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1211432. No unfavorable trend was detected for the "leakage" or the "catheter fractured/hole" failure modes. This customer's complaint condition was unable to be confirmed, as the customer did not return a sample. Without receiving a product for evaluation, we are unable to definitively determine a root cause for this incident, and we are unable to determine the relationship between the device and the cause for this event.